Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose as well as low blood glucose value. The customer¿s high blood glucose level was over 432 mg/dl and low blood glucose value was 55 mg/dl. The customer had a fever and also had infections. The customer treated high blood glucose with manual injection. The customer was not using the auto mode feature at the time of high blood glucose and customer was in auto mode during the low blood glucose. The sensor had change sensor alert and she had a bleeding issue. The insulin pump will not be returned for analysis.